Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut down after the customer accidentally left the pump in a cooler. The customer's blood glucose was 172 mg/dl. The customer was ultimately able to turn the pump on, reload the cartridge, and resume insulin successfully.